Event description:
It was reported that the system would not boot up past 5 arrows. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.